Manufacturer narrative:
Received for investigation a plastic bag containing thirty sealed packages of product for the reported item and lot number. The product used at the time of the complaint was not returned. Visual inspection of the provided samples did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. The returned products were evaluated for leaks, as a result leakage past the plunger was observed among one of the products, thus complaint confirmation. The syringe is a supplied item which is purchased as a complete assembled product (syringe barrel, plunger, and plunger tip rubber). The complaint information has previously been shared with the manufacturer. ICU medical has not purchased this assembly since 2022. At this time, no further action will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the needle hubs appear to disconnect easily during normal use. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6): date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.